Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid 19 pandemic in accordance with FDA guidance "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" published may 2020.

Event description:
The clinician reports the implant was inserted (B)(6) 2024 in fdi 15. Details of surgery: sinus augmentation. On (B)(6) 2024, non-osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: mobility, bleeding, abscess and fistula. No further patient complications were reported.

Event description:
The clinician reports the implant was inserted (B)(6) 2024 in fdi 15. Details of surgery: sinus augmentation. On (B)(6) 2024, non-osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: mobility, bleeding, abscess and fistula. No further patient complications were reported.